Event description:
The surgeon was attempting to insert a three piece collamer lens model cq2015 in the eye and noticed one haptic was tearing and opted not to finish using the lens. There was pt contact with the injector but not the lens. No pt injury. The reporter stated that the haptic was tearing because the lens was not loaded into the injector correctly.